Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle pricked the healthcare professional. The following information was provided by the initial reporter, translated from french to english: it was reported an ide pricked himself with an autoguard cathlon. The entire needle did not retract automatically into the safety sheath. The needle was not in the spring, but next to it. A declaration of an accidental exposure to a viral risk (aev) was made.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: the reported condition could not be investigated due to the unavailability of photos or physical samples. However, a review of the device history record revealed that there were no rejected inspections or quality issues during the production of the provided lot number that could have caused the reported defect. We have noticed a trend pattern associated with this reported failure. To effectively address the issue of needle retraction failure, we have implemented corrective and preventive actions to thoroughly investigate this incident and establish its root cause. Additionally, we have introduced several quality initiatives in our manufacturing line to ensure the proper retraction of needles during the manufacturing process.